Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2014-00098. It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received an unsuccessful cavity integrity assessment (cia) test. The physician removed the disposable device and rechecked the patient's measurements and noticed the hysteroscope traveling "far into the cavity-noted". The physician perforated and aborted the procedure. The patient was admitted into the hospital overnight for observation. The physician prescribed antibiotics for seven days and norethisterone (brand name unknown) to assist with the patient's menorrhagia. The patient was discharged on (B)(6) 2014. A hysteroscopy and dilation, (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is unknown. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device (B)(4).